Manufacturer narrative:
A system log review cannot be conducted as the event date is unknown.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had a heart attack. The procedure was completed as planned. The patient was hospitalized; however, the patient's current condition is unknown. The estimated date of the event was approximately one to two months ago, but the exact date of the procedure or the interval between the procedure and the cardiac event was not provided. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.